Event description:
The customer was unable to get a blood glucose reading from his breeze2 meter. He alleged the display would not prompt him to apply the sample. He experienced a hypoglycemic episode during the night: sweating and dizziness. He ate something and felt better. The customer was unable to provided meter and strip information due to poor eyesight. The meter was replaced.

Manufacturer narrative:
The customer could not provide product information. It's not possible to determine the manufacture date without the product information.